Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sudden power down without low battery warning and squirts insulin while priming. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump had diminished battery life. The insulin pump will not be returned for analysis.